Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, cracked light guide cover glass, cracked objective lens and dented distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black spots on optical image due to cracked objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported black spots on image during reprocessing involving an olympus rigid video laparoscope. There was no patient involvement reported.